Event description:
Reportable based on additional information that was received 07 november 2022. It was reported that insertion difficulties occurred. Procedure summary: a guidezilla ii catheter guide extension was selected for use in a percutaneous coronary intervention procedure. The guidezilla ii was difficult to advance into the 6f convey guide catheter. Resistance was felt during insertion within 15-20 cm into the 6f convey guide catheter. The procedure was completed with another of the same device. Patient status: no patient harm resulted in relation to this event. Additional details. It was further reported that the device was pulled out with a little force and that the guidezilla ii broke at the location of the collar.

Manufacturer narrative:
Device evaluated by manufacturer: the device was visually and microscopically examined. At 55cm, 56cm, 87.9cm from the strain relief, the hypotube of the device was kinked. There was blood in the shaft of the device. There was no further damage or irregularities to the device. Product analysis was not consistent with the reported separation as there was no break in the returned guidezilla ii device. The unreported kinks are consistent to damage that can occur during preparation, procedural use, or post procedure.

Event description:
Reportable based on additional information that was received 07 november 2022. It was reported that insertion difficulties occurred. A guidezilla ii catheter guide extension was selected for use in a percutaneous coronary intervention procedure. The guidezilla ii was difficult to advance into the 6f convey guide catheter. Resistance was felt during insertion within 15-20 cm into the 6f convey guide catheter. The procedure was completed with another of the same device. No patient harm resulted in relation to this event. It was further reported that the device was pulled out with a little force and that the guidezilla ii broke at the location of the collar.